Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in the emergency room with fatigue symptoms and the device was interrogated. During interrogation, loss of capture and low lead impedance were noted on the rv lead. Insulation damage was suspected. X-ray showed no anomalies.the rv lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.